Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("several essure coils left in the intermural section of the tube") and embedded device ("several essure coils left in the intermural section of the tube") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included endometriosis from 2012 to 2014, pelvic pain, abdominal pain and abdominal discomfort. Concurrent conditions included vaginal discharge, vaginal odor, gynecological examination, cervical cancer, left lower quadrant pain, fever, vaginal pain and uterine bleeding. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("low back pain"), flank pain ("flank pain"), the second episode of fatigue ("fatigue"), abdominal pain lower ("cramping") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with ibuprofen (motrin) and surgery (laparoscopy with bilateral salpingectomy and removal of essure coils on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, flank pain, the last episode of fatigue and abdominal pain lower had resolved and the device breakage, embedded device, hot flush, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, flank pain, hot flush, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: patient's symptoms substantially resolved after the (B)(6) 2017 surgery. Patient's physician, advised her on (B)(6) 2017 that she still has several essure coils left in the intermural section of the tube, if she develops pain in the future, she will require hysterectomy for removal. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, dyspareunia, low back, flank pain, pelvic pain, fatigue, abdominal pain lower, menorrhagia. Most recent follow-up information incorporated above includes: on 12-dec-2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, did not undergo confirmation test. Event embedded device and device breakage make intervention required. Date of insertion update from 2010 to (B)(6) 2010. Date of removal added. Onset date of event pelvic pain were update. Reporter information and medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("several essure coils left in the intermural section of the tube") and embedded device ("several essure coils left in the intermural section of the tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), back pain ("low back pain"), flank pain ("flank pain"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen (motrin) and surgery (laparoscopy with bilateral salpingectomy and removal of essure coils on (B)(6) 2017). At the time of the report, the pelvic pain, back pain, flank pain, fatigue and abdominal pain lower had resolved and the device breakage and embedded device outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, embedded device, fatigue, flank pain and pelvic pain to be related to essure. The reporter commented: patient's symptoms substantially resolved after the (B)(6) 2017 surgery. Patient's physician, advised her on (B)(6) 2017 that she still has several essure coils left in the intermural section of the tube, if she develops pain in the future, she will require hysterectomy for removal. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.